Event description:
Pt contacted (B)(6) to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further information is available at this time.

Event description:
Additional information: litigation papers allege the patient suffered aches and pains in her right hip, pain when lying on her side, hip infection, stiffness, and difficulty with activities of daily living.

Manufacturer narrative:
Pt's right and left side were revised. The devices associated with this report were not returned. A complaint database search and/or a review of device history records were not possible as the necessary product/lot code combinations were not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis will be documented on wwcapa (B)(4) . Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** (B)(6) 2011 - medical records were received. The revision operative report indicates that the patients acetabular cup had rotated out of position. Additionally there was a release of bloody synovial fluid upon exposure. Depuy still considers the investigation closed.